Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus on (B)(6) 2018, hand operation in 2017, fibroadenoma in 2012, celiac disease from 2009 to 2010 and cervical spinal stenosis. Concurrent conditions included asthma, cyst of ovary, irregular periods, premature labor, cervical incompetence, menometrorrhagia, uterine fibroid, endometrial hyperplasia, uterine enlargement and dysplasia. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2018 to (B)(6) 2018 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and arthralgia ("hip pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and scoliosis ("scoliosis"). The patient was treated with surgery (d and c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal pain lower and arthralgia had resolved and the vaginal haemorrhage, menorrhagia, tooth disorder, pelvic pain, dysmenorrhoea and scoliosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain, scoliosis, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), scoliosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion (per pfs) expected occlusion of each fallopian tube.(per mr). Pathology test - on (B)(6) 2018: endometrial curettage: scan1 fragments of inactive/weakly proliferative endometrium with features of hormonal/progestin effect; on (B)(6) 2018: uterus, cervix, bilateral tubes: 1. Chronic cervicitis with squamous metaplasia. 2. Inactive-appearing endometrium. 3. Intact-appearing essure devices, bilateral proximal fallopian tubes.. Ultrasound pelvis - on (B)(6) 2018: 1. There is confirmation of the essure device in the right fundus. Left essure device is not identified on this exam. Please correlate clinically 2. Well-defined septated cystic structure is present in the left ovary, likely reflecting complex cysts containing areas of hemorrhage and or proteinaceous material. Recommend follow-up ultrasound in b-10 weeks to reevaluate findings; on (B)(6) 2018: since the prior study of (B)(6) 2018, the previously noted left ovarian cystic structures have resolved. There has been development of 2 simple appearing cystic structures associated with the right ovary. Statistically these are likely functional cysts, follow-up pelvic ultrasound can be utilized as is deemed clinically necessary to ensure resolution of these otherwise simple appearing cysts. No free fluid identified. Doppler imaging demonstrates blood flow to be present both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events : pelvic pain, dysmenorrhea (cramping) and scoliosis were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus on (B)(6) 2018, hand operation in 2017, fibroadenoma in 2012, celiac disease from 2009 to 2010 and cervical spinal stenosis. Concurrent conditions included asthma, cyst of ovary, irregular periods, premature labor, cervical incompetence, menometrorrhagia, uterine fibroid, endometrial hyperplasia, uterine enlargement and dysplasia. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from march 2018 to september 2018 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and arthralgia ("hip pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (d and c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal pain lower and arthralgia had resolved and the vaginal haemorrhage, menorrhagia and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, menorrhagia, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion (per pfs) expected occlusion of each fallopian tube.(per mr). Pathology test - on (B)(6) 2018: endometrial curettage: scan 1 fragments of inactive/weakly proliferative endometrium with features of hormonal/progestin effect; on (B)(6) 2018: uterus, cervix, bilateral tubes: chronic cervicitis with squamous metaplasia. Inactive-appearing endometrium. Intact-appearing essure devices, bilateral proximal fallopian tubes.. Ultrasound pelvis - on (B)(6) 2018: there is confirmation of the essure device in the right fundus. Left essure device is not identified on this exam. Please correlate clinically well-defined septated cystic structure is present in the left ovary, likely reflecting complex cysts containing areas of hemorrhage and or proteinaceous material. Recommend follow-up ultrasound in 10 weeks to reevaluate findings; on (B)(6) 2018: since the prior study of (B)(6) 2018, the previously noted left ovarian cystic structures have resolved. There has been development of 2 simple appearing cystic structures associated with the right ovary. Statistically these are likely functional cysts, follow-up pelvic ultrasound can be utilized as is deemed clinically necessary to ensure resolution of these otherwise simple appearing cysts. No free fluid identified. Doppler imaging demonstrates blood flow to be present both ovaries.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events. New events added: abnormal bleeding(vaginal), menorrhagia, dental problems, abdominal pain, cramping, hip pain. Event onset date, event outcome were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.